Manufacturer narrative:
Vyaire field service went onsite performed ovp (operation verification procedure) and est (extended system test) passed on both. The invalid gas ID issue cannot be duplicated. Unit tested and is within manufacturer standards. The delivered and monitored values are within manufacturer standards. Evaluated with citrix h5 no issues with the unit during testing for extended period of run time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator alarmed invalid gas ID while on a patient. The patient was bagged and transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.